Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system experienced ghost pocket. A technical support specialist (tss) contacted the tower health help desk to enable the admin account. Tss accessed the server and navigated to med inventory to manage and view the current inventory, which was at 10. The tss then accessed the server settings, resent messages, and loaded messages for all loaded storage spaces. The customer confirmed that the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system experienced ghost pocket. The customer reported that the formoterol fumarate 20 mcg/2 ml solution for nebulization is not triggering fills on the jit (just-in-time) interface batches. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.